Event description:
Reportedly the pt underwent a tah procedure in 2004. Two wks later the pt was at home and started coughing and heard a pop. The pt called the surgeon and was brought to the office. The surgeon removed the dressing and discovered a wound dehiscence. The pt was brought to the hosp and the incision was resutured without complication.